Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, it was reported that the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 6187541) was advanced through the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30508771) and arrived at the target position, the delivery wire of the stent¿s tip passed through the microcatheter but the stent body could not be released; the delivery wire can be withdrawn. After several attempts, the stent still could not be released. The physician withdrew the stent and the microcatheter together from the patient. A new microcatheter and a new stent were used to complete the procedure. There was no report of any patient adverse event or complication associated with the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30508771) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00338 and 3008114965-2021-00339. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 17 august 2021. [Additional information]: the healthcare professional reported that during a stent-assisted aneurysm embolization procedure, it was reported that the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 6187541) was advanced through the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30508771) and arrived at the target position, the delivery wire of the stent¿s tip passed through the microcatheter but the stent body could not be released; the delivery wire can be withdrawn. After several attempts, the stent still could not be released. The physician withdrew the stent and the microcatheter together from the patient. A new microcatheter and a new stent were used to complete the procedure. There was no report of any patient adverse event or complication associated with the reported issue. On 17 august 2021, additional information was received. The information indicated that the patient is a 71-year-old female. There was no visible kinks nor other damages on the microcatheter. It is not certain if there was any issue with the microcatheter as related to the enterprise stent. The enterprise stent was not able to be advanced nor retracted in the prowler select plus microcatheter. When the enterprise stent was removed from the patient, it was still on the delivery wire. The information indicated that nothing unusual was noted on the microcatheter nor on the enterprise system prior to use. The physician removed the microcatheter even though the delivery wire can be withdrawn because he was not sure if the issue was related to the enterprise stent or to the prowler select plus microcatheter. Adequate and continuous flush was maintained through the microcatheter. The procedure was completed using competitor stent and microcatheter. There was no prolongation of the procedure due to the reported event. Updated sections: a.2, a.3, g.3, g.6, h.2, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00338 and 3008114965-2021-00339. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 01 september 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00338 and 3008114965-2021-00339. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a stent-assisted aneurysm embolization procedure, it was reported that the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812/6187541) was advanced through the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x /30508771) and arrived at the target position, the delivery wire of the stent¿s tip passed through the microcatheter but the stent body could not be released; the delivery wire can be withdrawn. After several attempts, the stent still could not be released. The physician withdrew the stent and the microcatheter together from the patient. A new microcatheter and a new stent were used to complete the procedure. There was no report of any patient adverse event or complication associated with the reported issue. On 17 august 2021, additional information was received. The information indicated that the patient is a 71-year-old female. There was no visible kinks nor other damages on the microcatheter. It is not certain if there was any issue with the microcatheter as related to the enterprise stent. The enterprise stent was not able to be advanced nor retracted in the prowler select plus microcatheter. When the enterprise stent was removed from the patient, it was still on the delivery wire. The information indicated that nothing unusual was noted on the microcatheter nor on the enterprise system prior to use. The physician removed the microcatheter even though the delivery wire can be withdrawn because he was not sure if the issue was related to the enterprise stent or to the prowler select plus microcatheter. Adequate and continuous flush was maintained through the microcatheter. The procedure was completed using competitor stent and microcatheter. There was no prolongation of the procedure due to the reported event. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 150cm x 5cm, 2 markers prowler select plus microcatheter was received coiled and contained in a pouch. The 4.5mm x 28mm enterprise® vascular reconstruction stent is stuck inside the microcatheter; the stent is stuck and could not be removed. Residues of dried saline solution were observed on the tip and the stent. This observation could likely be the cause of the stent component being stuck in the microcatheter. Visual inspection of the stent could not be performed. Functional evaluation: the prowler select plus microcatheter was flushed with warm water in attempt to remove the stent from the microcatheter. However, the stent component could not be removed. The microcatheter was inspected and there were no appearance of damages noted. Residues of dried saline were observed which likely contributed to the stent component being stuck inside the microcatheter. A review of manufacturing documentation associated with this lot (30508771) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint reported that during a stent-assisted aneurysm embolization procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device was not able to be advanced nor retracted in the 150cm x 5cm, 2 markers prowler select plus microcatheter. When the enterprise stent was removed from the patient with the microcatheter, it was still on the delivery wire. Nothing unusual was observed on the microcatheter; it was removed even though the delivery wire was able to be withdrawn because the physician was not sure if the issue was related to the stent or to the microcatheter. The 150cm x 5cm, 2 markers prowler select plus microcatheter was returned with the tip of the 4.5mm x 28mm enterprise stuck inside. No damage was observed on the microcatheter. This is consistent with the information documented in the complaint, that nothing unusual was observed on the microcatheter. The microcatheter was flushed but the stent component could not be removed which prevented the microcatheter from undergoing functional evaluation. The reported issue that though the delivery wire was able to be withdrawn, the stent component of the enterprise device could not be advanced nor retracted is confirmed based on the condition of the returned microcatheter with the stuck and not able to be removed. The issue was not confirmed through functional test; the exact cause cannot be conclusively determined and though adequate flush was reported to have been maintained through the microcatheter, the residues of dried saline solution observed are likely factors that may have contributed to the stent component become stuck without the ability to be advanced nor retracted. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. It should be noted that product failure is multifactorial, the instructions for use (IFU) contains the following warnings and recommendations: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement against resistance may result in damage to the vessel. Do not attempt to use infusion catheters without flushing first to hydrate the coating. Failure to do so may compromise the coating and lubricity of the catheter. Prior to use, flush the catheter lumen with heparinized saline solution by attaching a saline filled syringe to the catheter hub. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H6: the code ¿no device problem found¿ code was used in investigation findings to indicate that the due to the stent component being stuck inside the microcatheter and could not be removed, functional testing could not be performed. The code ¿cause not established¿ was used in investigation conclusions is corresponding to the code ¿no device problem found¿ as related to these issues. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00338 and 3008114965-2021-00339. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.